Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix failed to extend resulting in high pacing impedance. The lead was not used. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed while the reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix to be fully extended, bent, and clogged with blood/tissue. X-ray examination found the over-torqued inner coil at the connector region and the damaged helix consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to helix being bent and over-torqued inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.